Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient controller was used. The patient was trying to charge the device but the remaining battery level has been 100% since yesterday, so it has not been reduced. Confirmed that stimulation was off and switched stimulation to on. The screen displayed the "settings unavailable" screen and pressed ok to return to the original screen. The patient stated that they do not recall depleting the battery power in the ins or turning off the ins. It was unknown if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cause of the stimulation being turned off and the ¿settings unavailable¿ screen was asked, but unknown. The controller was replaced as a result of the event and the issue was resolved. There remained no complications reported or anticipated.